Event description:
Pt states recently changed to dnr/no code. Dr on 02/24/99 (8 pm) ordered morphine sulfate 2mg/hr continuously IV. (Note: pt's daughter at bedside every minute). Morphine sulfate 1mg/ml (100ml bag) was hung at 9pm 2/24/99 after two rn's checked and verified the cadd-pca pump settings. At 9:15pm the primary care nurse checked the pt and pump. The infusion bag was still full. At 9:30pm, the nurse chekced on the pt again and everything was ok. At 9:55pm the nurse supervisor rounded on the pt and found the morphine bag to be nearly empty. Pt's breathing shallow, md notified and 2 amps of narcon given.